Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. Insulin pump received with minor scratched display window, cracked case at display window, cracked reservoir tube lip and scratched case.

Event description:
It was reported that the insulin pump alarmed button error and the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 12.7 mmol/l. It was stated that the insulin pump was in a soccer bag prior to the alarm. No further information reported.